Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft bearing.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding a patient receiving intrathecal dilaudid 10 mg/ml at 7.6 mg/day and prialt 7 mg/ml at 5.3 mg/day via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain and postlaminectomy pain. The event date was (B)(6) 2015. The pump was alarming (B)(6) 2015; telemetry not yet performed. The patient planned to follow up with the hcp (B)(6) 2015. No symptoms reported. The pump off code was requested. The patient was in the office on (B)(6) 2015. The event logs were checked and a motor stall was seen on (B)(6) 2015. The cause of the stall was unknown. The pump was replaced. Specific patient symptoms, cause of the event, well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider via clinical study. There were multiple motor stalls, the last without recovery. Pump telemetry revealed multiple motor stalls beginning (B)(6) 2015 at 09:10 which lasted approximately 4 hours. The patient started with symptoms of "a bad cold," body aching, post nasal drip, heightening sense of "small," and progressed to nausea, vomiting, and diarrhea by the next day. The second stall occurred on (B)(6) 2015 for approximately 10 hours and the patient started to hear a beeping from the pump. The patient's pain continued to escalate. The patient started to take his oxycodone ir with some improvement in symptoms and realized there may be a problem with his pump. The third stall was on (B)(6) 2015 for 27 minutes. The fourth was on (B)(6) 2015 for approximately 36 hours. The patient denied exposure to any electromagnetic fields or trauma to the pump or catheter areas. A catheter access port (cap) contrast study performed on (B)(6) 2015 showed good cerebrospinal fluid flow and contrast layering in the intrathecal space. The event caused drug withdrawal. The event resulted in in-patient or prolonged hospitalization and an unscheduled office visit. The pump was explanted/replaced and the event resolved without sequelae on (B)(6) 2015. The event was considered related to the device or therapy and unrelated to the implant procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by a healthcare provider (hcp), reporting that the patient was also receiving morphine 4mg/ml at 1mg/day via an implanted pump. It was noted the patient was in an ispr (implantable systems performance registry) clinical study. A rotor study was not performed, but a dye study was performed. The results of the dyes study were listed as &#50123;ay&#56224;there was no patient injury involved with the motor stall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.